Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition (hd) liquid crystal display (lcd) monitor lost power. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device powers off" malfunction could not be identified. It is possible that an old power cable caused the issue. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the beginning of a diagnostic colonoscopy, that was completed with a 5-minute delay using the same ser of equipment.